Manufacturer narrative:
(B)(4). Batch # r57c9y. Device evaluation summary: the analysis results found that the pph03 device arrived in the open position and with staples present. The breakaway washer was present and uncut. No functional test could be performed. The device was disassembled to verify the condition of the internal components, the knob-rotating pin and the adjusting road were noted to be damaged not allowing the device to work as intended. Although no conclusion could be reach on what caused the adjusting road damage, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown surgical procedure, while locking the pph it got free and did not got locked for stapling which was a serious situation in the ot and surgeon had to take the entire device out of the patient. He used another piece of pph. Additional information was provided that the device was not closed and surgeon used the another device during the case, and to take out the device without closing it was very difficult. It was managed by the surgeon, don't have too much details except this. There were no patient consequences reported.